Event description:
It was reported that the attachment had assembly difficulty. It was reported that there was no patient impact.

Manufacturer narrative:
H3: product analysis: evaluation determined that it was not possible to insert a bur. The likely cause was identified as due to detached distal bearing. It was also noted that tube was worn, laser markings and color band were faded. B3: date of notification: 29-july-2025 (date of event or estimated date of incident not provided to manufacturer). This regulatory report is being submitted due to retrospective review through CAPA 672570. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.